Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; prime volume not listed in history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: review of the black box data did not reveal any records related to the complaint. All prime records observed in black box corresponded with the prime history. The primes performed during testing were accurately recorded in pump histories. Investigation did not confirm or duplicate the complaint. The pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.